Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the lead was explanted and replaced due to loss of capture.

Manufacturer narrative:
Analysis was normal. No anomalies were found.